Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an unrelated procedure where their implantable cardioverter defibrillator's episodes were reviewed. The review revealed that patient had seemed to have received an inappropriate shock due to the device categorizing a supraventricular tachycardia episode as a ventricular tachycardia one. No intervention was performed. Patient was stable after the event.